Event description:
It was reported that the customer received no delivery alarms on the insulin pump multiple times, despite changing out the infusion set. Customer's blood glucose was 249 mg/dl. During troubleshooting, insulin would not exit when pushed through the reservoir with a plunger and there was greater than normal resistance. It was explained the alarm was caused by the infusion set and reservoir connection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.